Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, and the malfunction code did not recur afterwards, allowing the customer to continue using the pump. The caller was advised to contact technical support again if any issues reappear, and they acknowledged the instructions.